Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2018-00001 under a different suspect medical device. This follow-up MDR is being submitted to correct the suspect medical device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that imprecise architect total b-hcg results were generated. Patient 2: 29 miu/ml (positive) and <5 miu/ml (negative) twice. The result of 29 miu/ml is suspected to be falsely positive. No adverse impact to patient management was reported.

Manufacturer narrative:
After reviewing the architect i2000sr analyzer logs, abbott customer support suggested the customer replace and calibrate both the r1 and stat probes. The customer performed the suggested troubleshooting. The customer verified the system function by performing a successful calibration as well as a successful precision run and no additional discrepant results were observed. A review of (B)(4) service history identified no contributing factors on or around the date of the complaint, and there have been no subsequent contacts from the customer regarding erratic/discrepant results since the customer replaced the probes. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.